Event description:
The hearing aid user complained to the hearing aid dispenser that he experienced bleeding in his ears when inserting the hearing aids. He consulted with a doctor who prescribed an antibiotic ointment. When his ears cleared, co sent a pair of remake aids. No further problems reported.